Event description:
On (B)(6): customer reports via phone to product monitoring the table was unable to move in any direction. Customer stated, they do not know if the incident occurred during a pt procedure. However, they are not aware of any pt incidents or injuries. Facility does have back-up capabilities.

Manufacturer narrative:
Covidien field svc engineer (fse) confirmed table "no movement" problem finding the issue resulted from various errors caused by a "corroded" table top longitudinal transducer amplifier board. Fse replaced the board and verified proper operation. Sys was returned to svc by customer.